Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the device had a worn engine and bearings. It was determined that the device was making too much noise and it became warm. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the motor device had excessive noise level-(db). It was further determined that the device failed pretest for noise assessment and handpiece temperature assessment. It was noted in the service order that the device displayed e2 and e5 error codes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.